Event description:
The consumer indicated upon removing the tampon a piece remained inside of her. She was able to remove the piece on her own and did not seek medical attention.

Manufacturer narrative:
Device history record in review. Samples were not returned by consumer.